Event description:
Health professional reported left side capsullorhaphy treatment. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical damage. Additional observations: ¿ no other observations observed.

Event description:
Healthcare professional reported a left side rupture confirmed with a CT scan. Health professional reported left side capsullorhaphy treatment. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture confirmed with a CT scan. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.